Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked. The following information was provided by the initial reporter, translated from german: ¿syringe is leaking."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31aug2022. A device history record review was completed for provided material number 309110 and lot number 2201185. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through analysis of the sample, leakage was observed, confirming the reported defect. It has been concluded that this defect most likely resulted from damage to the plunger lip component. This type of damage may result from the handling of the product through the manufacturing facility or within the plunger assembly machine. H3 other text : see h.10.

Event description:
It was reported that the bd discardit¿ ii syringe leaked. The following information was provided by the initial reporter, translated from german: ¿syringe is leaking.".